Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope starting to chip or delam where the flex portion meets the bending section. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.